Event description:
It was reported that pump displayed malfunction code 9 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully reset it with no recurrence of malfunction, and was advised to continue using pump and to call back if issue happened again.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown.